Manufacturer narrative:
E1: patient city: (B)(6). Patient country: slovakia.

Event description:
Reference number (B)(4). Event occurred in slovakia. It was reoported that the patient faced infusion set leakage event on (B)(6) 2025. The leakage was present at quick release. The set has been in use for twelve hours. No further information available.